Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party field service engineer, and the failure was confirmed. The service engineer replaced the proportional and 3-way solenoid valve to resolve the issue. The device passed the performance verification and final testing.